Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens has been implanted but unsuccessful due to haptic breaking off, as it got stuck in the injector. The md and surgical staff stated that the lens was defective before implantation. There was a patient contact but no patient harm. A replacement lens was used to complete the surgery. Additional information has been requested and received stated that lens was replaced with another lens.

Event description:
Additional information received stated that the lens was implanted and then removed due to the haptic breaking off.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half. One haptic is broken in the gusset area and returned adhered to the lens by solution. One piece of the optic is broken from being crushed over a post in the lens case. A piece of lens material is stuck to the bottom of the lens case lid. Qualified associated products were indicated. The cartridge was not returned for evaluation. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The cartridge was not returned for evaluation. We are unable to verify the lens was stuck in the cartridge. The manufacturer internal reference number is: (B)(4).